Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, following the deployment of a 23mm sapien 3 valve with nominal volume (17ml), angiography indicted moderate plus central aortic insufficiency (cai). The valve appeared to be positioned too ventricular in a final 50:50 aortic/ventricular (a/v) position at the annulus. The valve did not appear to have ¿foreshortened¿ as anticipated. The patient remained stable while a second sapien 3 valve was prepared. At the physician¿s request, an additional 1ml of volume was added to the inflation device for the second valve. The second valve was deployed one cell higher than the initial valve, landing in a final 70:30 a/v position, resolving the cai. Post deployment angiography and tee also indicated trace pvl. Following the successful completion of the procedure, the patient was extubated and transferred to recovery in stable condition. The native annular diameter measured 20.2mm x 25.9mm by CT with a valve area of 396.7mm2. Moderate annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. Moderate sinotubular junction (stj) calcification was also reported. It was speculated that possible incomplete foreshortening of the initial valve caused the malposition of the valve and the cai.

Manufacturer narrative:
FDA codes of this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. UDI number: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the too ventricular position of the initial valve and subsequent cai cannot be determined. In addition to the procedure itself, patient factors (moderate annular calcification, moderate native leaflet calcification, moderate stj calcification) may have contributed to this event. A second valve was deployed in a more aortic position, resolving the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.